Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: g4. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the damage was thermally and mechanically induced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.

Event description:
It was reported the inner sheath had a broken ceramic tip during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.